Event description:
The customer reported that during the use of the instrument, the surgeon was able to open the jaws of the device while the knife was advanced. The instrument was not on tissue when this occurred and there was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.